Event description:
After an implantation period of approx. 86 months, it was reported that the device shows the eri status. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. The device was implanted for about 86 months and 32 charging cycles were recorded in the devices memory. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The ICD was subjected to an electrical analysis. The interrogated current consumption of the ICD was found to be normal and as expected. However, an inconsistency between the amount of charge taken from the battery and the battery voltage was noted. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to the elevated internal self-depletion. In conclusion, the device was implanted for about 86 months. The analysis revealed an elevated internal self-depletion within the battery, which led to the clinical observation.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status, confirming the clinical observation. The device was implanted for approximately 86 months. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected and consistent with the interrogated ICD data. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.